Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 4.0, lab: 2.4, mean: 3.2, confident limits: 1.9-4.6. The inratio and lab reading are within the confident limits as per our internal procedure rev. 2. Product will not be investigated.

Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: 2008, lab: 2.4, intratio: 4.0. Patient is on lovenox.